Event description:
It was reported that the anatomical display is inverted when using the 3d freehand.

Manufacturer narrative:
(B)(4). Investigation is still in progress and there has been no reported injury or misdiagnosis.